Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center (tsc) because caregiver (cg) was reporting a cassette with a hole in the patient line. The hole was found during set up. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding leaking cassette. The cg stated that she found holes in the patient line. The patient line did not leak until the home patient (hp) was in the middle of therapy. The cg would end therapy on teh cycler and start over with new supplies. The cg brought the hp to the clinic and the nurse gave the hp antibiotics as a preventative. The cg is concerned about the quality of the cassettes since she has found holes in three different lot numbers. The hp is currently continuing therapy with no issues. The cg will hold the cassette for evaluation and provided the lot number in the original report. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). On (B)(4) 2011 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse reported that on (B)(4) 2011, the patient was diagnosed with peritonitis. The peritoneal effluent culture came back positive for pseudomonas. It is unknown if a gram stain or cell count were performed. There was no hospitalization involved in this peritonitis case. The patient was treated with antibiotics and is recovering. The nurse stated that the cause of the peritonitis was from the patient damaging patient line on the cassette. She stated that the patient confessed to intentionally damaging the cassettes. The patient has been retrained. No further information was given at this time. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11g14128 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Received sample in reference to damaged. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. Set was visually inspected with solution noted. Sample was visually inspected and a hole was noted in the tubing 26 and 5 down from patient connector. Set was pressure tested underwater with a leak being noted where hole is in the tubing. This report for a damaged set was confirmed in the lab and the cause was identified as intentional patient misuse. The nurse stated that the patient admitted to intentionally damaging the cassette.